Event description:
It was reported by the affiliate that during a tunica vaginalis testis procedure the tape detached itself from the needle. The procedure was completed by attaching suture to the tape; this allowed them to then pull through the tape. Surgery was extended by about a half an hour, but there were no adverse pt consequences.